Event description:
This rv lead was an attempted implant on (B)(6) 12. It was not implanted as there were low a-waves in 2 positions. The dr. Requested a passive fixation lead and removed the 1688tc. The procedure took place at (B)(6) hospital with dr. (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).